Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to exit the preparing to prime loop. Customer¿s blood glucose level was unknown. Customer stated that they did not received 2nd series of beeps nor did numbers appeared on the screen. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will not be returned for analysis.